Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: intervention to retrieve the dislodged stent. It was reported that the pt was implanted with 5 xience v stents in the right coronary artery (rca). Later coronary angiography (cag) was performed which revealed three in-stent restenosis (isr) in the rca and percutaneous coronary intervention (pci) was performed. Two guide wires were brought down to distal rca and posterior descending artery (pda). Then multiple pre-dilatations were performed with a voyager balloon catheter within the isr of the proximal pda, mid rca and ostial rca. A non-abbott balloon catheter was used for multiple pre-dilatations at the isr in the ostial rca and mid rca. A xience v 2.5 x 18 mm stent was advanced, but it failed to cross the ostial rca. Add'l pre-dilatation was performed multiple times. The xience v 2.5 x 18 mm stent was again advanced, but it still could not cross the stenosis and during removal, the stent dislodged as it was pulled back into the guiding catheter. The dislodged stent was removed from the pt with the use of a snare device. The guiding catheter was reengaged and the procedure was continued with add'l pre-dilatation and xience v stents being deployed at the distal rca and at the mid rca. There was no reported adverse pt sequelae. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received. The three (unk) xience v stents indicated are being reported under a separate MFR#.